Manufacturer narrative:
(B)(4) - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that three infusion sets cannula were kinked and two occurred on (B)(6) 2024 and one on (B)(6) 2024. It led to high blood glucose of 245 mg/dl. The symptoms were noticed three or more hours after insertion for all and was inserted in abdomen for all. The infusion set was in use for less than 24 hours for all. The first cannula caused redness. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.